Manufacturer narrative:
Additional information: h6 type of investigation added.

Manufacturer narrative:
Additional information: device manufacture date was added the device history record (DHR) review showed that manufacturing and inspection of the product was performed as per applicable procedures and validated processes. A sample evaluation could not be performed because no sample nor photo was available. The reported condition could not be confirmed. A walk through of the manufacturing process was performed. All process and controls were found properly followed. A corrective and preventative action (CAPA) was generated to further investigate the reported condition. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when opening of the package, the radiopaque tip of the device detached from the probe.